Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. During the procedure, during the first inflation attempts at 4 atm for 5 seconds, the agent dcb ruptured. The device was removed and the procedure was completed with another of the same device. There was no reported patient injury.